Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, a patient experienced a "shock " during connection. The event has been assessed as a severe hypersensitivity reaction as a result of the use of ethylene oxide. Treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.